Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de/ catalog #: 1650de/ expiration date: 2017-06-30 mfg date: 2016-06-30 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de/ catalog #: 1650de/ expiration date: 2016-09-30 mfg date: 2015-09-30 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de/ catalog #: 1650de/ expiration date: 2016-09-30 mfg date: 2015-09-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four of the patient¿s previously lubricated batteries were exhibiting power switching. The capacity of the battery was greater than or equal to twenty five percent when the power switching event occurred. There was no damage noted to the controller or to the controller¿s power connectors. It was further reported that the power switching event could not be reproduced by manipulating the connections and cables. The event was associated with alternating beeps. Lubrication servicing was performed, and further power switching was observed. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: four (4) batteries were returned for evaluation. A review of the manufacturing documentation confirmed that the associated battery ((B)(6)) met all requirements for release. Failure analysis of the batteries ((B)(6)) revealed that the devices passed functional testing. Visual inspection of batteries ((B)(6)) revealed an illegible release indicator on the connector. The release indicator is located on the connector to assist the patient during a connection or disconnection of a power source. Additionally, visual inspection of battery (B)(6) revealed foreign material present on the connector. This finding however did not affect the functionality of the device. The battery was able to adequately connect and provide power to the controller. Functional testing revealed that battery ((B)(6)) was unable to communicate to testing equipment. An internal inspection of the battery revealed that the communication wire that connects from the printed circuit board (p cb) to the output cable was partially disconnected. If the communication wire is open, the battery will flash yellow when connected to the battery charger. The wire was re-soldered to the pcb, and results revealed that the battery regained functionality and performed as expected. The illegible release indicators, contamination, and disconnected wire are additional findings, not related to the reported event. The illegible indicators are likely due to wear and/or the handling of the device. The most likely root cause of the contamination can be attributed to the handling of the device. The most likely root cause can be attributed to an excessive stripping of the wire during the assembly of the unit, resulting in a marginally connected wire to the printed circuit board. A supplier investigation was opened to evaluate soldering and wire thinning in panasonic battery packs. Log file analysis could not be performed as the log files are unavailable for analysis. As a result, the reported power switching event could not be confirmed. A power source lubrication procedure was performed on all power sources on (B)(6)2018. No evidence for the first power source lubrication mention in the event was found. Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of the reported premature power switching event after lubrication can be attributed, but not limited to a communication error and/or to momentary disconnection due to fretting corrosion of the controller power port pins. Additional products: battery/ (B)(6). D10: yes, return date: (B)(6) 2019. H3: yes. Dev rtn to MFR? Yes. H6 :FDA method code(s): 10, 4112. H6: FDA results code(s): 331. H6: FDA conclusion code(s): 19 battery/ (B)(6). D10: yes, return date: 2019-02-15. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 135. H6: FDA conclusion code(s): 19 battery/ (B)(6). D10: yes, return date: (B)(6) 2019. H3: yes dev rtn to MFR? Yes. H4: mfg date: dd-mmm-yyyy. H6: FDA method code(s): 10, 3331, 4112. H6: FDA results code(s): 120, 135. H6: FDA conclusion code(s): 19, 23. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.